Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 14 fractured. There was no final prosthesis but a healing cap on the implant. Fracture was caused by mechanical overloading of the implant most likely in addition with the documented patient related bruxism.

Event description:
Implant fracture.